Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed on (B)(6) 2016, the capture threshold rose to 2.5 volts from a range of 0.75-0.875 volts. On that date, the pacing impedance also rose to 3040 ohms from a trend of 399-741 ohms.

Event description:
It was reported that three days after the implant procedure, the patient experienced chest pain due to the dislodgement of the right ventricular lead. The lead also had unmeasurable impedance and no capture at maximum output. A chest computerized tomography (CT) scan revealed a perforation of the myocardium and pericardium, and the lead was terminating in the lung. Pleural and pericardial effusions were also noted. The myocardium was repaired, and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.